Event description:
It was reported that the device entered safety mode. Subsequently, the patient underwent a revision procedure and the device was explanted and replaced. No additional adverse patient effects were reported.